Manufacturer narrative:
H3: part#: 436013; lot#: ca18j045 visual and optical inspection of the centerpiece expander revealed the gears/teeth have been damaged . Functional inspection with a sample 13mm inserter confirmed the implant was able to connect and engage but unable to open smoothly and collapse. The issue appears to be where the tip of the expansion shaft contacts the teeth and cage of the centerpiece when the expansion shaft is inserted and turned. Per the print 436120a-e on note 7 rev-c, with the locking set screw backed out, the assembly must be able to smoothly expand and collapse. This issue is being investigated on CAPA: 471462. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with collapsed cervical disc for c5 corpectomy using stratosphere and zevo plate. It was reported that implant failed to maintain expanded height when torqued off. Surgeon thought it was gritty and clunky on expansion. Implant replaced with bigger stratosphere cage, with good result the device was replaced and will be returned. There were no patient symptoms. There were no further complications reported regarding the event.